Event description:
It was reported to philips that the device would not expose. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and completed some image data repairs which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of log files shows malfunctioning frontal ip-pc. Upon functional testing, fse found that the system image drivers were full. To resolve this issue, fse did data image repair. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.